Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Difficulty was observed when advancing the diamondback 360 coronary orbital atherectomy device (oad) in the 80% stenosed, severely calcified, proximal left anterior descending artery (lad). There was no resistance observed during the distal to proximal treatment. When the physician moved the oad distal to proximal, resistance was felt. Following a perforation was observed in the proximal lad. Stent placement was performed to resolve the perforation. The patient was stable.